Manufacturer narrative:
Continuation of d10: product ID 3889, lot# unknown, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator for unknown indications for use. It was reported that during an explant procedure of the system, the tined lead fractured, resulting in retained tines and electrodes in the sacrum that could not be retrieved. The lead casing appeared frayed, suggesting possible pre-existing damage. X-rays were used to determine the depth of the fractured lead remnants. Surgical intervention was attempted to extract the remaining tined lead, but this was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# va1fbjz serial# implanted: (B)(6) 2017; explanted: (B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: (B)(6), ubd: 2021-03-11, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the indication for use was fecal incontinence.